Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 1045834-2017-10801 is a duplicate of MFR# 1045834-2017-10147. Reference MFR# 1045834-2017-10147 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that before use on a patient, it was observed that the attachment device had become hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.